Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the circuit board associated with this complaint and completed the failure analysis investigation. The reported issue was replicated/confirmed. The unit was installed onto a test bench and powered on with a power supply. The unit was connected and it was identified that the tegra module was visible. This unit was confirmed to be bricked.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and identified a defective ccc board. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has not received the replaced part involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a dv5 system, site had a power outage and the system would not power on. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the system was getting power, but the system exhibited an issue. The customer attempted to bring in another dv5 system; however, the issue persisted. The surgeon elected to convert the procedure to open surgery. Isi followed up again confirming that the isi clinical sales representative was present during the procedure. The issue occurred after surgical port placement and trocars were inside the patient. No further issue was reported during open surgery. After completing the open surgery, troubleshooting was performed on the dv5 system and the facility setup. Site brought in an electrician, and the hospital staff stated that they had the site circuit breakers mislabeled. It was confirmed that the dv5 system did not have a properly dedicated circuit.